Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) product when being inserted into the patent's' eye, had a problem with its cartridge tip part. But there was no incision enlargement, no vitrectomy or sutures performed. It was noted only the cartridge had patient contact. The procedure was completed successfully using another pcb00 of the same diopter size. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 12/07/2018. Device returned to manufacturer ¿ yes. Device evaluation: visual inspection revealed that the lens was observed stuck at the cartridge tube. The rod tip overrides the lens in cartridge. Residues of viscoelastic were observed at the cartridge tube and tip. No manufacturing defects such as ¿tip broken, cartridge tip cracked or damaged¿ were observed. The reported issue could not be verified on the return. Based on the evidence observed, no product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.